Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a hypoglycemic episode followed by hyperglycemia while using the ilet, and the user administered external insulin injections without disconnecting from the ilet, which likely contributed to glycemic variability; no device alerts or alarms were reported. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included complaint review, device use history review from synced reports, and user troubleshooting and education. Investigation of this case revealed that external insulin dosing concurrent with ilet operation can lead to overcorrection and subsequent glycemic excursions, and user education on hypoglycemia treatment and proper use was provided. It was concluded that the device functioned as designed and that user technique contributed to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.